Manufacturer narrative:
The returned ipg sc-1110-02 serial number (B)(4) was analyzed and passed all required tests performed and exhibit normal device characteristics.

Event description:
A report was received that a patient was having difficulty charging his ipg. The physician decided to perform a fluoroscopy to ensure the ipg had not flipped. After reviewing the fluoroscopy image, he found the ipg had not flipped. Physician suspected possible device malfunction and decided to replace the ipg. Physician performed revision procedure to explant old ipg and implant a new one. Patient was doing very well post operatively.

Manufacturer narrative:
Implant date 2013 (exact date unknown).

Event description:
A report was received that a patient was having difficulty charging his ipg. The physician decided to perform a fluoroscopy to ensure the ipg had not flipped. After reviewing the fluoroscopy image, he found the ipg had not flipped. Physician suspected possible device malfunction and decided to replace the ipg. Physician performed revision procedure to explant old ipg and implant a new one. Patient was doing very well post operatively.